Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained when using vitros valp reagent lot 2511-25-6393 on a vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause for this event. Based on quality control performance on an alternate instrument, the reagent is performing as expected. Therefore, the reagent is not likely to be a contributing factor. The instrument performance was not verified with a within run marker performance test. Although there is no indication the instrument malfunctioned, the instrument cannot be completely ruled out as a contributing factor. Additionally, an issue related to the handling of the tdm fluids or a sub-optimal calibration event cannot be ruled out as a contributing factor to the event the assignable cause is unknown. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit MDR's from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed lower than expected vitros valp quality control results when using vitros tdm controls on a vitros 4600 chemistry system. Reagent lot 2511-25-6393; vitros tdm performance verifier ii (lot n5702) valp result 53.09 ug/ml versus the expected vitros valp result 68.9 ug/ml. Vitros tdm performance verifier iii (lot t5896) valp result 91.27 ug/ml versus the expected vitros valp result 115.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not process patient samples due to the unacceptable valp quality control results. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on 12 december 2018. Please refer to report #1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).